Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm for between 37 and 48 hours. Symptoms reported include pain, fever, purulent discharge, swelling and hyperglycemia. The patient's blood glucose rose to 400 mg/dl. The patient was admitted to the hospital and was given antibiotics for 2-3 days. The doctor drained the pus and the abscess was surgically removed. The patient was discharged after 10 days. Antibiotics were prescribed for further treatment. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.